Event description:
As reported by the user facility: impact to patient: emotional distress, interruptions to clinical care due to time required to resolve alarms, under dosing of ordered medication / fluids, other. Other patient impact emotional distress. Interruptions to clinical care due to time required to resolve alarms. Under dosing of ordered medication / fluids risk of patient being aware while paralyzed action(s) taken followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Other actions taken repeated priming to clear air tubing replaced (triple bag and send to material management) medication / fluid fentanyl IV rate 22.55ml/hr or 300mcg/hr other product problem not allowing medication to run without alarming air with no air noted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided. Further investigation of the complaint is not possible. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.